Event description:
It was reported, the pump eroded through the skin. The patient was in a wheelchair and was very thin. The pump rubbed against the wheel of the chair and over time it eroded through the skin. The whole system was explanted on 2014 (B)(6). Replacement was planned in 3-6 months. No diagnostic testing or troubleshooting was performed. There was no alleged product issue. The system was being used to deliver baclofen. The patient status at the time of the report was alive- no injury. It was later reported the dose was reduced by 20-30% each day for four days before the pump was explanted. The patient was doing fairly well just before explant. The patient status after implant was not known.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).